Event description:
Pt had a ptca procedure on 7/16/95. The guidewire became lodged in vessel. Had to be surgically removed. Appears that wire straightened out, radiopaque spring separated, but safety ribbon remained intact.